Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 25mm amplatzer amulet left atrial appendage occluder was chosen for procedure. During the procedure, after the device was detached, the device had migrated out of the patients left atrial appendage (laa) into the patients descending aorta. It was reported the placement of the device was to proximal. The device was surgically removed via femoral access and exchanged with a new, 25mm amplatzer amulet left atrial appendage occluder. Although the procedure was prolonged, the patient remained stable throughout the procedure. The patient remained stable and has been discharged. No additional information has been provided.